Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device was unable to replicate the reported event. Further examination found the set screw was able to adjust as intended without difficulty. The device appeared heavily worn, with significant abrasion marks along the shaft due to repetitive assembly and disassembly over the life of the device. The wear is consistent with normal use and servicing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the scrub tech tried putting the tibial ankle clamp from the sigma specialist 2 instruments pan. The clamp would not fit into the cup rod. The instrument was not used on the patient and during the case. The instrument did not break into parts and everything was collected and sent to office.